Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and it has been turned off, but daily measurements are still on. It was recommended to turn off daily measurements if they do not want them active. The lv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and it has been turned off, but daily measurements are still on. It was recommended to turn off daily measurements if they do not want them active. The lv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction of aware date: as it should be 03/03/2025 and not 07/29/2024.